Event description:
The customer contacted heartsine to report that their device was not able to power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
The customer's device was not returned to heartsine for investigation. A cause of the reported issue could not be determined. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was not able to power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.